Event description:
It was reported that a pump memory error occurred. The pump was reinterrogated; it was noted that the pump was in stopped pump mode. The pump logs were checked. The last log of "pump restarted due to restart command" was absent on the 3 updates that were attempted. The hcp planned to update the pump. There were sources of potential emi present; the error occurred during a pump update or interrogation. No therapy issues were reported.

Manufacturer narrative:
(B)(4).